Manufacturer narrative:
Concomitant medical products: sesr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the thresholds on the right ventricular (rv) leads were measured as high. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.